Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision because of loosening of the stem. When the stem was explanted, it was obvious that the ha-coating has disappeared almost everywhere.